Event description:
Customer states, (B)(6) 2011 out of box failure. The first tubing set broke in the nurses hand, the next four (4) had the red tag on the wrong end and when they use by turning it around it is a danger to the patient per the doctor. They will have to use a couple that way as this item is on back order and they have cases.

Manufacturer narrative:
The piece of 10' tubing that has the red flag assembled to it now has a red stripe the entire length of the 10' assembly operations shall assemble the red flag to that length of tubing and only that length of tubing. The tubing shall be wrapped and inserted into a tyvek pouch with the 10' piece of unstriped tubing on the bottom and the 10' striped tubing on the top - this way you can always tell if the red flag is assembled to the correct piece of 10' tubing. In addition, the IFU has been improved greatly to include better graphics such as the "flow," "red flag," and the piece of 10' tubing that illustrates the red stripe. Also, the IFU shall be included in each tyvek pouch.